Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "during insertion of the arterial catheter the wire became lodged in the device, and ultimately the patient. Eventually, it was able to be moved, as it was pulled from the patient, the metal was very much thinner and resembled the size of an 8-0 suture. It remained stuck in the patient, after much tugging, it eventually popped free. Upon x-ray, it was discovered that there was a piece retained of about 1 cm in length. The pv fellow was able to remove the item." The patient's current condition is reported as "unknown". Additional information was requested from the customer, however further details have not been provided at this time.

Event description:
It was reported "during insertion of the arterial catheter the wire became lodged in the device, and ultimately the patient. Eventually, it was able to be moved, as it was pulled from the patient, the metal was very much thinner and resembled the size of an 8-0 suture. It remained stuck in the patient, after much tugging, it eventually popped free. Upon x-ray, it was discovered that there was a piece retained of about 1 cm in length. The pv fellow was able to remove the item." The patient's current condition is reported as "unknown". Additional information was requested from the customer, however further details have not been provided at this time.

Manufacturer narrative:
(B)(4). The actual sample was not returned; however, the customer returned 25 unopened, representative samples for investigation. All returned samples were from the same lot as the reported sample. Visual inspection of the unopened kits revealed no evidence of defects. All 25 kits were opened so that the devices could be further inspected. Microscopic examination revealed no defects or anomalies on any of the 25 guidewires or assemblies. All 25 guidewire lengths were measured from the guidewire hub to the distal weld and all were found to be within the specification limits of 5 1/32"-5 7/32" per the catheterization device product drawing. Functional testing was performed on the returned representative samples per the instructions for use (IFU) provided with this kit. The IFU states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle". The guidewires of all 25 devices were able to advance through the needle and fully retract with no resistance encountered. There were no functional issues identified with the returned samples. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. Precaution: if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." The report of a separated guidewire could not be confirmed based on the investigations of the returned samples. The customer returned 25 unopened, representative samples for investigation. The actual sample was not returned. Visual inspection revealed no defects or anomalies. All 25 representative samples passed dimensional and functional testing. A device history record review was performed with no relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guidewire kinking. Guidewire breakage may occur if a force greater than the design specification is applied during removal. Based on the returned samples and investigation findings, the complaint cannot be confirmed and the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.